Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt (australia experiences severe discomfort at the ipg site when stimulation is in use. Visual inspection of the area in question revealed skin discoloration. The pt has reportedly lost weight, and the ipg is protruding as a result. Despite these issues, the pt is said to be receiving effective stimulation. A decision regarding the next course of action in this matter has not been reached.